Event description:
It was reported that the patient underwent an artificial urinary sphincter (aus) replacement surgery because the device was not cycling properly due to a fluid loss; however, its source was not detailed. The cuff was explanted, and a cystoscopy was performed, during which it was noted that the patient presented a calculi and a bladder contracture proximally from where the cuff was placed. The physician was concerned of the patient becoming infected by continuing with the procedure; therefore, the procedure was cancelled. The pump and balloon remain implanted. The surgery has not been rescheduled yet.

Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.